Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 2.5 x 12 nc trek; guide wire: bmw universal ii. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience prime sv everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The 2.25 x 15 mm xience prime was deployed and post-dilatated. After post-dilatation, a dissection was observed at the proximal edge of the lesion. Another xience prime was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.